Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient lost therapy at an unknown time. Company representative was unable to communicate with external devices and deemed ipg to be inoperable. As such, surgical intervention is anticipated to address the issue,.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was explanted and replaced with new one. Post procedure effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.